Event description:
The customer reported that an incorrect patient name was associated with a single patient sample processed on a vitros eciq system. Mis-associated patient results may lead to inappropriate physician action. No erroneous results were reported outside of the laboratory. There was no report of patient harm as a result of this event. (B)(4).

Manufacturer narrative:
The investigation confirmed that results were miss-associated with the incorrect patient sample ID due to a manual programming error by the operator. The root cause of this event was determined to be user error. There is no evidence the vitros eciq immunodiagnostic system had malfunctioned.